Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide the patient's weight, bmi at the time of index procedure. - unk. On what tissue was the suture used? - skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? - unk how was the suture placed (interrupted or continuous)? - continuous. Please describe any medical/surgical intervention required for this suture event including dates and results. - the wound was re-sutured several days later. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - no. How was the suture originally tied (multiple knots, square knot, etc.)? - unk. What symptoms did the patient experience following the index surgical procedure? Onset date? -poor wound healing was found several days after the op. Other relevant patient history/concomitant medications? - unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? - the product issue. What is the patient's current status? - good. If applicable, will product be returned? If so, please provide the return date and tracking information. - no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Vicryl rapide product code w9918, lot ah0841 was initially reported. The DHR/mre was completed and indicated that the correct product code for lot ah0841 is vr416. Is the correct product code w9918? If yes, please provide correct lot number. Is the correct product code vr416/lot number ah0841?

Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. After a few days, the patient's perineum wound did not heal well, and then it was sutured again. The patient had poor wound healing. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested, but unavailable: vicryl rapide product code w9918, lot ah0841 was initially reported. The DHR/mre was completed and indicated that the correct product code for lot ah0841 is vr416. Is the correct product code w9918? If yes, please provide correct lot number. Is the correct product code vr416/lot number ah0841? Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ah0841, product code: vr416, mfg date: 10/22/2016, exp date: 09/30/2021. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.